Manufacturer narrative:
On (B)(6) 2020, the mentor failure analysis lab has received the device for evaluation. On (B)(6) 2020, it was reported to mentor that the patient experienced bilateral capsular contracture. The code breast pain was removed. On (B)(6) 2020, during the visual inspection, the device was found to be ruptured. Please note that the product evaluation lab couldn´t identify a conclusion due to the specific nature of this rupture and insufficient paperwork. The evaluation was limited to non-destructive testing. If you would like us to conduct a more exhaustive evaluation, please complete the attached form and send it back by replying to this message. Once the form is received, the device will be thoroughly analyzed via microscopic examination and a new letter will be provided. If the form was recently provided, please disregard this additional request. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Implant rupture and capsular contracture complaint information are consistently analyzed and monitored by mentor quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast pain and rupture. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation revision with a mentor memorygel breast implant 400cc and suffered from ¿ can feel were something has happened to the implant. Per the MRI (B)(6) 2020) there was a rupture inside the left implant and the areas is sore and tender.¿ as a result, the patient will undergo removal and replacement with mentor memorygel breast implant 300cc on (B)(6) 2020.